Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in shock impedance values that reached out of range values. It was recommended to program the output to maximum energy shocks and replacing the lead if impedance values reach 150 ohms. It was recommended for the physician to decide the course of action at generator change. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.